Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during a cryoablation procedure: two (2) patients developed cardiac tamponades requiring pericardiocentesis, one (1) developed and arteriovenous fistula and two (2) patients developed groin hematomas with conservative treatment each. Phrenic nerve palsy (pnp) occurred in four (4) patients. The status of the catheters are unknown. Follow up is being conducted for additional information on the catheters. No further patient complications have been reported as a result of this event.